Manufacturer narrative:
The removed locking screws and concomitant offset connectors were returned for evaluation. Review of production records identified no issues related to production or inspection that may be associated to the reported event. Evaluation is in progress.

Event description:
At approximately nine months post-operatively, a surgical procedure was performed to replace loose locking screws that had disassociated from a multi-level pedicle screw revision construct extension. Four locking screws and two connectors were removed and replaced.

Manufacturer narrative:
Fields updated: h2: type of follow-up =-device evaluation, h3: device evaluated = yes and h6: investigation findings and investigation conclusion codes.